Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings with the control solution. On (B)(6) 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unknown date, the patient reported experiencing symptoms of headache, breathing difficulty, "kidney ache" and blurred vision. Prior to the onset of symptoms, the patient's blood glucose readings ranged from 280 mg/dl to 350 mg/dl. While symptomatic, the patient tested his blood glucose level to be 250 mg/dl to 350 mg/dl; he was unable to provide specific results. Due to his perceived hyperglycemic symptoms the patient took the action of increasing his dose of apidra insulin by four additional units; he did not provide the total dose of insulin taken. Fifteen minutes after taking the insulin dose, the patient experienced the symptoms of weakness, impaired vision, sweating and "lack of concentration". The patient tested his blood glucose level while symptomatic, but was unable to provide the reading. The patient administered self-treatment by consuming food. The patient manages his diabetes with the set doses of apidra insulin 8 units in the morning, 12 units at noon and 10 units in the evening; and lantus insulin 28 units at night. The patient stated he visited his physician, who advised against taking increased doses of insulin when he experienced symptoms suggesting hyperglycemia. On an unspecified date, the patient obtained the control solution result of 168 mg/dl on the reported meter, which was out of range high. The acceptable range for the lot of test strips in use was 101 mg/dl to 134 mg/dl. During the troubleshooting telephone call, the technical support representative determined the patient's testing technique and control solution were correct. The tsr confirmed the patient's test strips were within opened expiration dating and were not expired, as was originally documented. The meter and control solution were replaced. The meter readings obtained prior to and during the event correlated with the patient's symptoms and treatment. The patient took an additional dose of insulin against his physician's orders, and afterwards experienced symptoms suggesting severe hypoglycemia, and received treatment with food. Therefore this complaint is being reported.